Event description:
A territory manager (tm) contacted zoll customer support to report that a (B)(6) male pt went into vt while on hospital telemetry and was externally resuscitated. The pt's doctor alleged that the lifevest was not working properly and question why the device did not detect the pt's vt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (lv not working properly / did not detect vt) was investigated. Upon evaluation, the monitor was fully functional. Per holter analysis, the pt was in slow vt (120-132 bpm) during the event time in question. Per the pt's medical order, the programmed vt threshold was set to 150 bpm. No treatment sequences was initiated for the pt's slow vt as it did not meet rate threshold criteria. The monitor functioned as designed. No adverse event resulted. The pt ended use.